Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests due to no button response. The low battery alarm was unable to be verified as a result of the low battery alarm. The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was over 300 mg/dl. Customer advised they received a no delivery alarm and a low reservoir alarm. Troubleshooting for keypad anomaly was performed. Customer advised the alarms will not go away and the buttons are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.